Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed no errors, timeouts, or drive stalls that would indicate an issue to deliver insulin. During fluid path testing, fluid was not able to travel the complete fluid path due to a tear in the exposed soft cannula. This tear resulted in a leak. The exact timing and cause of the soft cannula damage could not be determined. It cannot be confirmed that the soft cannula damage is related to the reported not sure delivering insulin event. Therefore, the cause of the reported not sure delivering insulin event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient reported their blood glucose (bg) level reached 23.9 mmol/l (430 mg/dl), while wearing the pod between 4 and 24 hours on the leg. The patient removed the pod and successfully placed a new pod.